Manufacturer narrative:
(B)(4). . Per complaint (B)(4), the cause of this event was associated with an electrical power component and the unit was repaired. (B)(4).

Event description:
On (B)(6) 2012, it was reported that rotaflow console with serial number (B)(4) located at (B)(6), has defective batteries. (B)(4).